Manufacturer narrative:
It has been confirmed by the stryker sales representative that the account had previously been trained on the device warnings. The stryker sales rep had training kits sent to the or directors attention. The sales rep reviewed the upgrade changes with biomed, the or nurse and the manager. Communication was sent by the fletcher allen operating room to the staff informing them of the changes/upgrade prior to the upgrade. This was sent out via email, in a newsletter flash and advertised on their or bulletin board (B)(4). The accounts rovers were upgraded and the stryker sales representative and procare specialist made rounds around the operating room answering questions and reviewing the changes with the operating room. (B)(4).

Event description:
It was reported that the operator of the neptune rover would not increase the level of suction due to their concern with a warning message showing on the device during a laparoscopy procedure. This resulted in a lack of desired suction for the surgeon. The surgeon experienced decreased visibility so the patient was opened and the case was completed successfully. It was confirmed that there were no adverse consequences to the patient as a result of this event.